Event description:
This rv lead was implanted on (B)(6) 1995 and explanted on (B)(6) 2012 due to a lead conductor fracture. There was also noise and high impedances on this lead. It was returned to medtronic. The procedure took place at (B)(6) medical center in (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).